Event description:
A customer reported that the anterior vitrectomy function was unable to be used due to the system message displayed. Because the event occurred during the procedure, the surgeon could not take appropriate measures for the patient.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this product. The root cause of the reported event cannot be determined conclusively and is unknown. (B)(4).